Event description:
It was reported that this pacemaker was deactivated while the patient is hospitalized with an infection. This investigation will be updated when further information becomes available. This pacemaker remains in-service at this time. No additional adverse patient effects were reported.